Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence ith was then reported that a malfunction alarm occurred and that the touch screen was unresponsive. Customer will revert to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.